Event description:
It was reported that the right ventricular lead exhibited episodes of noise. The right ventricular lead was capped and replaced (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 - health effect - impact code should be ¿4625 - additional surgery¿ instead of ¿2199 - no health consequences or impact.

Event description:
New information noted that the right ventricular lead exhibited noise oversensing.